Manufacturer narrative:
Date of report: 15jun2021. (B)(4). It is unknown if the device was in patient use when this event occurred. Additional information has been requested.

Event description:
The customer reported an auxiliary power failure alarm. Patient involvement information is unknown, but it has been requested. The remote service engineer (rse) advised customer to clean the board contacts on the motor controller board and reseat into cpu board. The investigation is ongoing.

Manufacturer narrative:
Many good faith efforts were made to obtain additional information from the customer but no response was received.